Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported post-surgical inflammation following intraocular lens (iol) implant procedures. The surgeon stated that the patients presented with hypopyon without the usual redness of the external anatomy of the eye (conjunctiva and sclera were clean). Inflammation seemed to dissipate with increased steroid treatment. One patient was referred to retina where they were further treated with a vitrectomy.